Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead remains in use. The right atrial (ra) lead exhibited atrial undersensing and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.